Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, errors 170 and 31089 were present at system startup. It was observed that the bottom port on the vision tower blue fiber was not lit, which was the cable connected to the robot. An epo and breaker cycle had been performed on the system and robot with no change, and the system continued to fault. The system was then powered off, and the blue fiber cable was moved from one of the surgeon side console (ssc)s to the patient side cart (psc), with the psc blue fiber disconnected. The system was then powered on with one ssc and the psc connected to the vision tower, and the system powered on successfully with no errors. Troubleshooting to restore functionality with the second ssc was then attempted; however, it was determined that the case would need to be moved before further troubleshooting could be completed. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the cardcage and vision side cart (vsc) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.